Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a peritoneal inflammation and was hospitalized for the event. The cause was not reported. On an unspecified date, the patient was treated with unspecified anti-inflammatory drug (intraperitoneally, dose, frequency and duration not reported). At the time of this report, the patient had recovered from the event. The action taken with dianeal therapy was not reported. No additional information is available.